Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The search for the lot number is still ongoing. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4) - the dentist reported that nearly 1 month after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. The patient presented bone type iii and 32 ncm of primary stability was achieved.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that nearly 1 month after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. The patient presented bone type iii and 32 ncm of primary stability was achieved.